Event description:
A malfunction alarm was reported, and the customer¿s blood glucose level exceeded 500 mg/dl. Due to the issue, the customer¿s blood glucose level was displayed as ¿high,¿ but a specific value was not provided. The customer performed a correction injection via mdi to address the high blood glucose level and did not require assistance from a third party. Technical support provided pump reset information as the malfunction was resettable. The customer did not have a charger at the time of the call and planned to call back to perform the pump reset.